Event description:
It was reported that the device latch assembly was broken and the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance. Follow up with the customer found that the device was removed from service. The device was not returned to physio-control's manufacturing facility for further analysis. Hence, a conclusive cause for the latch assembly dislodgement was not determined.